Manufacturer narrative:
Reusable tibial tray impactor tip broke upon impaction of the tibial component. Case proceeded without further incident. Review of inspection records for the affected lot indicate that the device was manufactured to specification.

Event description:
Reusable tibial tray impactor tip broke upon impaction of the tibial component. Case proceeded without further incident.